Event description:
It was reported to philips that the device fails to pick up a 3-lead signal. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.